Event description:
Description/event details: the circumstances of the accident are that on (B)(6) 2023, our client attended (B)(6) for a cataract operation on her right eye. Our client was identified internally by (B)(6) as patient (B)(6). It has been identified by (B)(6) that during the course of the operation and hydration of the wound, the cannula became detached from the salt solution causing injury to our client¿s iris. Following this, the surgeon continued to complete the surgery. Following the operation, the eye was dressed, in the days which followed, it was identified that our client was suffering from significantly reduced vision, with swelling of the cornea, and blood in the anterior chamber of the eye, making contact with the cornea. One week post operation, (B)(6) contacted our client to enquire as to our client¿s recovery following surgery, and our client notified (B)(6) that she was suffering with issues with her sight. (B)(6) arranged for a taxi to collect our client in order that she could be examined, and our client was subsequently seen by the surgeon who performed the operation. The conclusion reached by (B)(6) and the operating surgeon was that this accident/injury was caused by defective equipment. An internal investigation has been carried out by (B)(6), identified by their reference (B)(4). Personal injuries: we are instructed that the claimant has, as a result of this incident sustained the following: damage to her retina and cornea, resulting in loss of sight in her right eye. Psychological injuries. This is not to be taken as an exhaustive list of injuries, and we reserve the right to amend the above and add further to this in due course as necessary. On (B)(6) 2023, our client underwent an operation on her right eye as her cornea had been damaged and her retina was dislodged. Our client also had suture of her cornea and washout of the anterior chamber of the eye. Following the accident, our client had treatment at the following hospital: (B)(6). We have requested our client¿s medical records and a copy of these will be available upon request. We intend to instruct a medical agency to arrange for the claimant to be medically examined. This will include an examination with, at least, an ophthalmologist and a consultant psychiatrist.

Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. Device evaluation: material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.

Event description:
No additional information.

Manufacturer narrative:
Material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.